Manufacturer narrative:
Complaint no: (B)(4). The date of the event onset was reported as an unknown date in (B)(6)2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. On an unreported date (also reported as "the end of" the same month as the event onset), the patient was hospitalized. The patient was treated with unspecified "infusion" and intraperitoneal antibiotics (drug names, doses, and frequencies not reported) for peritonitis. On an unreported date, dianeal therapy was discontinued (current mode of dialysis therapy was not reported). Fourteen days after admission, the patient was discharged from the hospital. Fourteen days after that, the antibiotics were discontinued. At the time of this report, the patient had recovered from the event. No additional information is available.